Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion. Occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm on the insulin pump while attempting to deliver a bolus. The blood glucose reading was 70 mg/dl. Customer could not recall any significant events leading to this alarm. Customer was assisted in clearing the alarm. She stated that she was able to rewind the insulin pump. Nothing further was reported.